Manufacturer narrative:
(B)(4). Unit was received with a critical pump error (open book image) alarm. The problem is isolated to the pcba1. Unable to perform displacement tests due to critical pump error (open book image) alarm. The pump was received with cracked case corner of belt clip rails. Unit p-cap / test reservoir lock in place properly. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.